Event description:
It was reported that a call was made to confirm if it was a battery change out only. Additional information received reported that the prior system initially had good results, then the patient had a revision done and scar tissue was found, so new leads could not be placed. The patient stated that she needed better pain relief for her feet. It was noted that scarring was ¿notated throughout the report.¿ it was stated that the patient needed a new 565 paddle lead, extensions and implantable pulse generator (ipg) removed. It was stated that the prior lead remained implanted but not active. It was noted that they were waiting to hear from the healthcare professional¿s (hcp) office for the new lead serial number. Additional information received reported that the patient had the patient had a revision (B)(6) 2013 to perform a decompressive thoracic laminectomy of t8-t11, to place the spinal cord stimulating paddle electrode and ipg, and to reprogram the ipg. It was noted that fluoroscopy was performed. It was stated that excessive epidural scar tissue from the old electrodes necessitated a multiple level laminectomy. It was noted that the device was initially placed ¿a number of years ago¿ by another hcp, and that the patient had good initial pain relief but necessitated a revision, and at that time the hcp had been unable to place new percutaneous electrodes and the patient was told she had epidural scar tissue which prevented lead placement. It was stated that the patient was referred for permanent implant with placement of a paddle lead. It was noted that the patient had asked for better coverage of the feet but ¿was told that there were no guarantees that the feet would be covered.¿ it was noted that the plan had been to place the electrode spanning t9 and t10. It was noted that the site of the previous generator had been used. It was noted that there had been evidence of epidural scarring which would prevent passage of the electrode, so a full laminectomy of t10 was done, as well as t9 and a partial t8 and t11. It was stated that x-ray confirmed the placement of the paddle lead at midline, and emg testing was performed to confirm appropriate laterality of the electrode. It was reported that testing confirmed anatomic and physiologic midline placement. It was noted that the lead was anchored with titan anchors using silk sutures. Impedances were reported to be normal. It was reported that the patient was taken to recovery in stable condition and there were no complications. Additional information received reported that the hcp did not have the serial number. It was noted that it was a model 39565 lead. Additional information received reported that the procedure was never registered. It was noted that the serial number of the new ipg was obtained and added to the file. Additional information received reported that the lead was registered as unknown to provide the patient with an identification card. It was stated that the file would be updated as additional information was received.

Manufacturer narrative:
Concomitant products: product type lead, product ID 39565, serial # unknown, product type lead; product ID 39565, serial # unknown, product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708240, serial# (B)(4), product type: extension; product ID 3887-33, lot# j0349466v, implanted: (B)(6) 2003, product type: lead; product ID 3887-33, lot# j0349466v, implanted: (B)(6) 2003, product type: lead; product ID 748940, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: extension; product ID neu_recharger_acc, serial# unknown, product type: recharger; product ID 3887-33, lot# j0349466v, implanted: (B)(6) 2003, product type: lead; product ID 3887-33, lot# j0349466v, implanted: (B)(6) 2003, product type: lead. (B)(4).